Manufacturer narrative:
The field service engineer (fse) was onsite on (B)(4) 2008 to investigate the event. The fse performed preventative maintenance (pm) on the instrument and verified system operation per established procedures. And the results met published performance specification. No hardware issues were noted. A definitive root cause could not be determined for this event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) /2008 through (B)(4) 2010 for additional reportable events.

Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated accutni (troponin I) result generated on the synchron lxi 725 clinical system. The initial erroneously elevated result was not reported outside the laboratory. The patient sample was retested and the result was normal. It is not known if there was any change to the patient treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.